Manufacturer narrative:
Date of event: estimated as it was reported that the event occurred around (B)(6) 2020.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. In (B)(6) 2020, the patient had a stroke and was prescribed warfarin. The patient was in the process of setting up another magnetic resonance imaging (MRI) appointment.